Event description:
Stress fracture of 2nd metatarsal following surgery with kissioc suture system. It is uncertain as to the cause of the fracture. The implanting surgeon has performed several similar procedures without issue. The incident required an immobilizing boot for an additional period of time to allow the bone to heal. No re-operation is planned at this time.